Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation of the as returned devices identified the implant/mount with signs of being handle/manipulated by the customer. The implant/mount have no apparent damage/malfunction. Functional testing verified the mount disengaged as intended from the implant. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1273617. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273617 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
The doctor reports that, during the surgical phase of implant insertion, after the sterile opening of the packaging, he took the zimmer dental implant, model tsvb13 (3.7 × 13 mm), lot 1273617, using the specific forceps by holding it at the neck area, with the intention of unscrewing the mount fixation screw in order to subsequently apply the driver and manually insert the implant; however, it was not possible to unscrew the fixation screw in any way, despite the attempts made using the appropriate instrumentation, and therefore the implant could not be used. Consequently, the implant was repositioned in its original sterile packaging, and a second zimmer implant of the same model was used, with which the entire surgical procedure was carried out regularly and without any difficulty.